Event description:
It was reported that the system was explanted due to the patient having endocarditis. A temporary pacing system is being used until a new system can be implanted. No patient complications were reported as a result of this event.

Event description:
It was further reported that the patient had developed a fever and malaise. It was noted that the device had possible erosion. Cultures were taken and antibiotic therapy was started.

Manufacturer narrative:
It was additionally reported that the patient had worsening heart failure and septicemia. It was noted that the patient was a participant in the (B)(6) study. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal electrode was covered in blood. The defibrillator conductor was kinked/buckled. Visual analysis revealed apparent explant damage. (B)(4).

Manufacturer narrative:
(B)(4).